Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered in inappropriate shock due to wandering baseline. Attempts to recreate the wandering baseline in clinic were unsuccessful. Boston scientific technical services (ts) reviewed the stored electrogram and indicated that the noise pattern is indicative of air entrapment or an exposed electrode. Ts recommended reprogramming the sensing vector. It was also noted that the incision site was red. The patient has a history of mental illness and is known to scratch the incision area. In the past the patient had scratched enough to expose some of the sutures. The redness was confirmed to be infection. Surgical intervention was performed and the system was explanted.